Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD), which has been implanted for approximately 60 months, declared end of life (eol) due to a charge time of 31.7 seconds, while at a battery monitoring voltage of 2.71 v. The charge time was reportedly 17.9 seconds at a previous device check two weeks earlier.

Manufacturer narrative:
The boston scientific technical services department recommended that the device be replaced. No adverse patient effects have been reported as a result of this observation. This event will be updated if any additional information becomes available.